Manufacturer narrative:
Manufacturer's investigation conclusion: no device issues with the pedivas pump were reported or identified through this evaluation. It was reported that the centrimag system alarmed for m3 and s3 while checking/testing the system in their workshop. The system was re-powered, but the alarms returned each time. An image of the alarms on the console was submitted, which showed the activated alarms were motor disconnect (m2 rather than m3) and system alert (s3). The pedivas pump was not returned for evaluation. Review of the device history record (DHR) for the pedivas blood pump, lot # l06826-lb3, revealed no deviations from manufacturing or quality assurance specifications. The pedivas blood pump instructions for use (IFU) is currently available and provides the following warnings and cautions: IFU warning #30: back-up components must be available. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The 2nd generation centrimag system operation manual is currently available. Section 11.1 entitled "appendix I ¿ alarms and alerts" in this IFU contains a list of console alarms and alerts, including the m2 and s3 alerts, as well as appropriate operator response to these events. The current revisions of the IFU and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system was repowered three times and the errors appeared on power up each time. When the event occurred, the blood pump was running on a test.

Event description:
It was reported that there was an m3 and s3 error noted when checking the console and motor.

Manufacturer narrative:
Section a: there was no patient involved. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.